Event description:
It was reported that during the procedure in the moderately calcified and tortuous left anterior descending artery, the 3.0 x 15 mm xience v stent delivery system (sds) was advanced through a non-abbott guide liner. For better positioning, the physician pulled the xience v sds back in the guide liner and then advanced the sds forward again. The device was advanced to the target lesion and the balloon was inflated in an attempt to deploy the stent. The sds was then removed from the patient anatomy without difficulty. Upon removal, it was noted that the stent had dislodged from the balloon and remained on the delivery system catheter. It was thought that the stent dislodged when the sds was pulled back in the guide liner and then re-advanced. A new 3.0 x 15 mm non-abbott sds was then used to complete the stenting procedure. There was no clinically significant delay and no adverse patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.